Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
When the suspected adverse event occurred, radiofrequency ablation was being performed the mitral valve. It was later reported that the patient had type 1 heart block at the end of procedure. During ablation, the pr segment was prolonged and several beats were dropped. At the end of the procedure, the pr was >400. The pacemaker was implanted the next day.

Manufacturer narrative:
Product event summary: data files were received and analyzed. The log file retrieved from the field was reviewed and the reported issue was not observed in the log files. Image files were returned from the field and reviewed. The first image confirmed radiofrequency (rf) ablation to the cavotricuspid isthmus in the right atrium. The review also confirmed pulsed field (pf) ablation to the pulmonary veins, the roof of the left atrium, and the anterior mitral line utilizing both rf and pf ablation. The second confirmed a combination of pulsed field (pf) and radiofrequency (rf) ablation to the anterior and septal regions of the left atrium. Images of the 3d map were also reviewed and the reported issue was deemed plausible. In conclusion, the clinical issue (heart block) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issue was deemed plausible through image analysis. The product was not returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, mapping was performed, and marking of his was done before starting the cavotricuspid isthmus (cti) ablation. The stimulation to the ventricle began to delay, and during the second lesion, heart block was noted. The patient's conduction returned, but a prolonged pr interval was observed following the return of conduction. The case was completed. The patient was held overnight in the hospital, and hospitalization was extended due to the event. A few days later, the patient received a biventricular pacemaker. No further patient complications have been reported as a result of this event.